Event description:
Pt was revised to address hip pain due to a suspected metal on metal reaction.

Manufacturer narrative:
Update: (B)(4) /2011 - litigation papers received. They allege that doi was (B)(6) 2008. Medwatches have been updated. There is no new additional information that would affect the investigation. Doi: (B)(6) 2008. Update: (B)(4) 2012 - medical records were received. Part/lot information was identified. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search and/or a review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers provided additional information. This information does not affect the investigation, which is still considered closed at this time.

Event description:
Patient was revised to address hip pain due to a suspected metal on metal reaction. **update** (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2008. Medwatches have been updated. There is no new additional information that would affect the investigation. **update** (B)(6) 2012 - medical records were received. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
There was no new allegation. Added lawyer, law firm, account name, and product details. Doi: (B)(6) 2008 - dor: oct 22, 2010.